Event description:
The hcp reported that the pump was explanted and replaced due to "overinfusion". The pump had been implanted for 38 months. It was reported that the "consumption of baclofen is too high compared with settings values of the pump." In 2005 it was noted that there was 1cc left in the reservoir instead of 12 cc. The catheter was not replaced during surgery. No pt symptoms were reported relative to this event. The pt status is reported as "intervention successful".

Event description:
It was reported that the event reported on initial manufactyurer report #: 6000033200501953. Not as previously reported. There was an apparent "mix-up" in the devices at the hospital where the event occurred.